Event description:
The customer reported system will intermittently lock up and beep like it is "fluoroing". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board and reloaded software. System operates as intended. (B)(4).